Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, guidewire, sheath and locator assembly, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and with no damage or issues noted on the device. The complaint could not be confirmed for insertion difficulty. The exact root cause could not be determined. The likely cause was determined to have been insufficient angulation during attempted insertion of the device into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy . A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy . A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctors went to insert the insertion sheath and the arteriotomy locator, they felt resistance to push the system. They tried to torque it back and forth however, they still felt resistance. They feel that the tip of the sheath was slightly deformed. Procedure performed was a digital subtraction angiography (dsa). The estimated blood loss was less than 250cc. They stated that this difficulty usually happened when the patients already done digital subtraction angiography (dsa) for the second or third time. Additional information was received on 17mar2025: the tip of the sheath was confirmed to be slightly deformed. After several times they tried push the system to vessel. They could not push the sheath and locator to vessel. They had already tried several times and tried to torque it to the left and right. They believe it might have happened due to the skin becoming harder after they already done digital subtraction angiography (dsa) several times. The patient had digital subtraction angiography (dsa) four months ago and did it again this month. The puncture site becomes harder, so it is difficult to push the sheath and locator. The procedural sheath was a 5fr. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were not any issues with insertion of the device. Hemostasis achieved with manual compression. The patient was stable.